Manufacturer narrative:
Date of event is corrected to (B)(6) 2016. Date received by manufacturer is corrected to 03/30/2016.

Manufacturer narrative:
Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® edta 2k were having foreign matter in the tube, no report of medical interventions or serious injury.